Event description:
It was reported that after wound closure, while taking an x-ray, the breathing circuit became disconnected from the anesthesia machine. The cause could not be identified, and ventilation could not be performed for about 10 minutes. This led to cpa, and although CPR was performed, the patient was pronounced dead.

Manufacturer narrative:
The investigation was just started. The result will be forwarded once the investigation is completed.

Event description:
It was reported that after wound closure; while taking an x-ray, the breathing circuit became disconnected from the anesthesia machine. The cause could not be identified, and ventilation could not be performed for about 10 minutes. This led to cpa, and although CPR was performed, the patient was pronounced dead.

Manufacturer narrative:
For the investigation the logfile was analyzed. No technical failure was found. On the date of event the atlan passed the system test including leak test. Therapy was started at 12:02 pm. From 06:04 pm till 06:11/06:14 pm automatic ventilation was unsuccessful. No tidal volumes (vt), no patient airway pressure (paw) and low (non) expiratory co2 values (etco2) was detected, consequently the device issued the adequate alarms acoustically and visually with high priority. Due to the leakage, insufficient gas was available for ventilation. The atlan therefore opened the emergency air inlet in order to use additionally ambient air and maintain a minimum of ventilation. Again, the atlan generated the adequate alarms in order to inform the user about the ongoing situation. As the logfile shows that the alarm silence key was activated at 06:05 pm and 06:07 pm, which suppresses the alarm tones of all active alarms for 2 minutes, it can be concluded that the user supervised the device and recognized the alarms. Therefore adequate measures could have been taken, for example reconnecting the hoses. Dräger anesthesia machines as well as machines from competitors feature the tried-and-tested design of downward-angled breathing ports in order to prevent breathing hoses from kinking and to allow moisture to drain into the tubes or water traps. On site no deviations were found regarding connection-force between tube and inspiratory / expiratory ports. Based on the information provided the reported problem could be reconstructed. The records indicate no technical malfunctions but a large leakage which was immediately detected and alarmed by the device as specified. No indications for a device malfunction were found. The available information and investigation results suggest that inappropriate user action led to the reported symptom and the following patient outcome.